Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
2 of 2, documenting first pump for second cassette it was reported cadd- pump alarmed no disposable, clamp tubing. No patient injury reported. 1st cassette was wasted and 2nd cassette changed to back up pump which resolved alarm.